Event description:
It was reported by a customer that on (B)(6) 2011 the fiber cap detached inside of the pt at 65,697 joules. Per the customer, the fiber cap was retrieved with a grasper. Most of the fiber tip was still on the laser end as the damage was caught early. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. During the procedure, before the fiber tip broke the sys went into standby due to excessive heat of the fiber. The event occurred while inside of the pt but did not cause any issues. The user did not experience any injury from use of the sys.